Manufacturer narrative:
Device evaluation: the driver was returned to medtronic for evaluation. Through visual/physical examination, the reported issue was confirmed. As reported, the tip of the driver had been broken off and is missing. There was a physical damage failure with the returned driver. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that surgeon was initially unable to get enough torque with the driver, so after switching to the t-handle, the tip of the driver broke off into the screw. The tip of the instrument was removed with a clamp and the surgeon continued the case with a different driver. This caused a 10-minute delay to the case and no patient impact.